Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant of this device, both the right ventricular (rv) lead and left ventricular (lv) lead exhibited high out of range impedances, increased thresholds and noise. A revision procedure was done to asses if the leads were fully inserted into the device header. The procedure confirmed that the leads were fully inserted. The leads and device remain implanted. To date, no adverse patient effects have been reported.